Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during a procedure for a stenosis in the common bile duct.according to the complainant, during the procedure, when releasing the stent, the pull wire was completely retracted but nothing happened and the stent did not release. It was confirmed that the guide catheter did not detach from the pull wire and no damage was noted to the device. The patient anatomy was described as normal. The procedure was completed with another advanix rx preloaded biliary stent.there were no patient complications reported as a result of this event.investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed the suture to be twisted around the proximal stent barb and residue was found on the suture and stent barb. The pull wire was found bent and the pull wire cap was found detached and was not returned. The tip of the pull wire was bent, indicating the pull wire cap had been properly attached. The pull wire was found completely retracted and the guide catheter was found unretracted. The guide catheter was found stretched and detached from the pull wire cannula assembly. The pull wire cannula appeared broken from the coined portion of pull wire and stuck inside the single / dual lumen bonded area. The stop cannula was found completely embedded inside the single lumen indicating that excessive pull force was applied in an attempt to deploy the stent. It was noted that an endoscope with a 3.7mm working channel size was used during the procedure, whereas the directions for use (dfu) of the product requires a 4.2mm scope size to be utilized with the device. Based on the device analysis, it is most likely that procedural or anatomical factors encountered during the procedure such as a tighter scope channel, twisting of the suture, and maneuvering of the device lead to the noted damages. Therefore, the most probable root cause for this event is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.